Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 417 mg/dl and 56 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results. Customer self treated with juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.